Event description:
It was reported that a malfunction occurred on the pump. Caller confirmed there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted with resetting the pump, provided the necessary pump reset information, and indicated the customer could continue using the pump. They were advised to call back if the issue recurred, and the caller acknowledged and understood these instructions.